Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl which was treated with manual injection. Customer stated they using insulin pump system within 48 hours of the reported high blood glucose incident. It was unknown customer using auto mode feature at the time of high blood glucose or nor. The insulin pump will not be returned for analysis.